Event description:
The hcp reported the pump was explanted and replaced after an implant duration of 39 months due to battery depletion. The pump had been infusing fentanyl 10mg/ml, bupivicaine 40mg/ml, droperidol 250mcg/ml, and baclofen 150mcg/ml. A follow up report will be sent when additional information is received.